Event description:
It was reported that during follow-up, the device interrogation was in progress for extended time and episodes could not be achieved. The physician elected to make any changes. The patient is followed by remote care and no adverse consequences were reported.

Manufacturer narrative:
(B)(4).